Event description:
It was reported that during a device replacement, insulation damage was observe on the left ventricular (lv) lead near the device connection. Since there were no problems with the impedances or thresholds, the physician decided to maintain the lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.